Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the reported issue was resolved via initial troubleshooting. Issue resolved via troubleshooting.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a collimator error during start up. Restarting the imaging system multiple times restored functionality. There was no patient present when this issue was identified. No additional information was provided.